Event description:
In (B)(6), 2014, the patient had a g3 nail implanted. On (B)(6) 2015, the patient felt pain in the hip joint. The surgeon confirmed by x-ray and found that the nail was broken. The patient was revised on (B)(6) 2015 with g3 long nail.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation revealed the received trochanteric nail kit, ti gamma3 ø10x170mm x 125° to be the primary product. Lag screw and locking screw reported are considered associated products. Technical investigation: deficiency in material or manufacturing of the affected nail was not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail. The affected item was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. The received nail is completely broken in the webs of the proximal drill hole for the lag screw. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload after an implantation period of approx. 9 months. Massive damage at the lateral edge of the anterior web, intra-operatively caused by a deviated step drill, had created the starting point of the nail breakage by a notching effect. Material deformation at the medial / distal and the lateral / proximal edge of the lag screw thru hole indicates high tension forces caused by high axial load - transmitted by the lag screw, which suggests more than partial weight bearing. The counterparts were found on the lag screw in the areas with friction signs where the edges of the sliding grooves had become worn. The affected implant is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized and confirmed by scientific analysis period (about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Based on the above the nail breakage is not linked to a deficiency of the device, but is rather considered patient related, contributed by an intra-operative damage caused by a deviated step drill. Medical opinion: the available information and the x-rays / images were forwarded to a hcp for review. His comments: ¿the submitted x-rays show an unstable trochanteric fracture with avulsion of the lesser tubercle (ao/asif classification: 31-a2.2) which represents a critical fracture concerning postoperative stability and bone consolidation prospects. Fragment reduction and positioning of the hardware have been performed correctly, but there is a wide gap at the medial pillar indicating that nearly all forces and bending moments are transmitted by the nail without sufficient support by the surrounding bone structure. At a period of approx. 8 months after initial surgery there are no appreciable signs of callus formation and gaps at the fracture site are clearly visible, which definitely indicates a non-union. Furthermore, the great displacement of the bone and nail fragments indicates that there was no sufficient support by direct bone-to-bone contact. Nearly all forces and bending moments have been transmitted solely by the nail for a period of approx. 8 months. Additionally, the gamma-nail has been greatly damaged during insertion by a deviated step drill causing significant weakening of the gamma-nail, which has been resulted in a fatigue breakage induced by a notching effect. In conclusion, the breakage of the gamma-nail has been caused by: an unstable fracture having a high tendency to delayed union or non-union, long term overloading in combination with a non-union, an intraoperative iatrogenic damage of the affected gamma-nail resulting in significant weakening of the device.¿ review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
In (B)(6) 2014, the patient had a g3 nail implanted. On (B)(6) 2015, the patient felt pain in the hip joint. The surgeon confirmed by x-ray and found that the nail was broken. The patient was revised on (B)(6) 2015 with g3 long nail.